Event description:
It was reported that 15 minutes after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The physician successfully deployed 2 taxus express2 8.8% 2.5 mm x 8 mm drug eluting stents in the posterior descending artery (pda) off of the right coronary artery (rca). One 3.0 mm x 16 mm bare metal express stent was then successfully deployed in the mid rca. IV integrilin, angiomax, and plavix were administered during the procedure, fifteen minutes post procedure, while in the recovery room, the pt began complaining about chest pain. EKG monitor revealed pvc's and st elevation. The pt returned to the procedure room. Both taxus stents were found occluded with thrombosis. The physician used a maverick 2 balloon to reopen the distal pda occlusion and the mid pda occlusion within the taxus stents. The express2 stent remained patent. The pt is reported to be in satisfactory condition.